Event description:
The customer reports that the device has power failure and fails opcheck before finishing.

Manufacturer narrative:
(B)(4). The customer reports that the device has power failure and fails opcheck before finishing. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.